Event description:
It was reported the patient's blood glucose level rose to 20.6 mmol/l (370.8 mg/dl). The pod was leaking while worn for between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, multiple corrections were administered utilizing an insulin pen and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.